Manufacturer narrative:
The device was returned to smiths medical. Motor rate error was found during occlusion test. Replaced worm coupling also replaced worn gear for preventive measure. Performed pm maintenance and all functional testing. Device was less than 3 years old. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a motor rate error occurred during occlusion test. No patient injury was reported.